Event description:
The manufacturer received information alleging a malfunction of a trilogy 100 ventilator. It was alleged the device had an issue with power up. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's liquid crystal display (lcd) screen was noted to be damaged and required replacement to address the issue. It was further noted the ldc interface board should be replaced to address the issue due to physical damage.